Manufacturer narrative:
Conmed linvatec did not received the device for eval, as it was discarded at the user facility. This type of reported damage can occur during use if the blade teeth come in contact with other metal instruments such as the cutting block or retractors that are harder than the blade teeth itself. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. Conmed linvatec will continue to monitor this device for failures. This info will be provided to the customer. Second event on associated report: 0107294-2008-00276

Event description:
In conversation with the user regarding blade breakage during use, he reported that this blade broke at the teeth end during surgical use in a prior surgery. At the time, the user felt this problem was technique related and did not report it. There was no injury or surgical delay related to this event.